Event description:
It was reported hospital department of medical oncology was in the process of tube placement when they found that the catheter support guide wire was not smooth and had dot-like substances when inserting. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received(B)(6) 2025: it was reported the events occurred on the same day and involved a total of 5 devices between the two patients. This report addresses all (B)(4) devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information: it was reported this occurred with five devices. This report addresses all five devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material on the stylets is confirmed; however, the exact cause is unknown. Four photographs of hydrophilic stylets were returned for evaluation. An initial visual observation of the photographs showed hydrophilic stiffening stylets with white residue on the surface of the stylets. The photographs appear to be of four stylet samples. At least two of the stylets were observed to be bent distal the black handle of the stylet. No obvious use residue could be seen on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.